Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that if the purewick female external catheter was not used correctly, it could cause infections. It was unknown what medical intervention was provided for infections.

Manufacturer narrative:
Per additional information received, the customer confirmed there was no allegement against the bard/bd device. Hence bd has determined that this MDR event is not reportable. The device was not returned.

Event description:
It was reported that if the purewick female external catheter was not used correctly, it could cause infections. It was unknown what medical intervention was provided for infections.